Manufacturer narrative:
(B)(4). Batch # m90v58. Additional information obtained: the surgeon reported that the button was stuck and in trying to advance, the I-blade broke into three pieces. Two pieces were in the patient and the third piece fell onto the floor. The two pieces in the patient were retrieved. The patient was x-rayed during the case to ensure that there were no additional pieces of the I-blade remaining in the patient. There was no evidence on two sets of radiographs of any retained pieces of the device. It is unknown if the broken pieces were saved and being returned or if they were discarded. Additional information was requested and the following was obtained: are there pictures of the pieces that were removed from the patient: no. Are the removed pieces being returned with the device: unknown. Please confirm if there will be a re-operation to remove the pieces: no reoperation required ¿ the x-rays were done before closure. Will the re-operation be based on if the patient has symptoms of the pieces remaining in the body: n/a. Is the patient aware of the potential of pieces remaining in the body: there is no evidence of pieces remaining in the body on x-ray imaging. If there is a re-operation, did the surgeon provide a date: n/a. If the date is available, please provide us with the procedure and date for the re-operation so the file may be updated. N/a the device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during an unknown procedure the tip of the device broke off and fell into the patient. X-rays were performed which allowed the removal of most of the material, but a re-operation is required to remove the rest of the metal shavings. It is unknown why they were unable to retrieve all pieces at once. It is also unknown when the additional surgery will take place.